Manufacturer narrative:
H6 impact code corrected from f02 death to f03 brain death.

Event description:
It was reported that brain death occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro laa closure device was implanted with a single deployment on (B)(6) 2025. On the day of implant, the patient underwent a concomitant procedure using opal mapping with farapulse. On (B)(6) 2025, the patient was brought into the emergency room (ER) for cardiac arrest and pericardial tamponade. The effusion was drained in the electrophysiology (ep) laboratory, 460ml of blood were drained from the effusion. The patient was admitted to the intensive care unit (ICU), intubated and waited on neurological assessment. On (B)(6) 2025, the patient was declared brain dead. The event that led to brain death was the cardiac arrest in the field and an unknown amount of downtime.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 40 mm watchman flx pro laa closure device was implanted with a single deployment on (B)(6) 2025. On the day of implant, the patient underwent a concomitant procedure using opal mapping with farapulse. On (B)(6) 2025, the patient was brought into the emergency room (ER) for cardiac arrest and pericardial tamponade. The effusion was drained in the electrophysiology (ep) laboratory, 460ml of blood were drained from the effusion. The patient was admitted to the intensive care unit (ICU), intubated and waited on neurological assessment. On (B)(6) 2025, the patient was declared brain dead. The event that led to brain death was the cardiac arrest in the field and an unknown amount of downtime.